Event description:
Over a period of seven days the clinician experienced twelve 12 circuits which overheated and became deformed on the expiratory limb of the circuit. The circuits were replaced with like circuits and mechanical ventilation was resumed. There was no pt injury related to the malfunction. A review of the device history records for the circuits revealed no related discrepancies. The clinicians have used the heated wire circuits for many yrs and are confident with the application. The user was unable to provide any additional info regarding flow rated or ventilator parameters. None of the circuits were retained for evaluation. Without additional info or the discrepant circuit the cause for failure cannot be determined. Follow up phone conversations with the clinician indicates no further incidents have occurred.